Manufacturer narrative:
MFR received date: 02oct2019. Date of report: 02oct2019. Additional information has been received that the ventilator's touchscreen was functioning as intended when the navigation ring originally malfunctioned. Based on this information, this is no longer an MDR reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that navigation-ring was bad. There was no patient involvement.